Event description:
It was reported that there were concerns of premature battery depletion (pbd) for the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) performed a data analysis and found that the device's power consumption was higher than expected and has been increasing over time. Ts suggested that the device be explanted and replaced. The device was explanted and replaced after the analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) performed a data analysis and found that the device's power consumption was higher than expected and has been increasing over time. Ts suggested that the device be explanted and replaced. The device was explanted and replaced after the analysis. No additional adverse patient effects were reported.